Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of burnt plastic distal end (c-cover) was due to the use of high-energy treatment equipment (such as laser or radiofrequency) without maintaining a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burnt plastic distal end (c-cover). There was no patient involvement.